Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was opened for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the wire inside the catheter broke. It was also noted that the catheter was torn. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The date that the device was received originally from the dispatch center was updated. Investigation results. Visual analysis of the returned rx cytology brush was found to be retracted when received and the working length was kinked in multiple locations throughout. The extrusion was torn at the distal end of the heat shrink. Further evaluation noted that the wire was not detached from the inside of the extrusion in which the catheter was torn and the pull wire was not broken. Functional testing showed that the brush failed to extend due to kinks and torn in the extrusion. The complaint was not consistent with the reported event of wire was broken. Therefore, the most probable root cause for this failure is handling damage since the issue was noted during preparation and outside the patient. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was opened for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the wire inside the catheter broke. It was also noted that the catheter was torn. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.